Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s recurrent peritonitis. However, there is no objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Based on the information available, the cause of the patient¿s peritonitis not be determined. The patient¿s pd catheter (not a fresenius product) was removed. Peritonitis is known to be associated with the pd catheter and may have been a contributing factor in the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) therapy reported that they had an infection; the date of onset was unknown. The patient reported the pd catheter (not a fresenius product) was removed on (B)(6) 2020 and they were going to transition to hemodialysis modality. There were no reported issues with any fresenius products as a causal factor in the patient¿s peritonitis. Additionally, the patient reported the infection was related the environment. Additional follow-up with the patient¿s pd nurse revealed the patient has recurrent peritonitis. The patient¿s treatment plan included cefepime and ciprofloxacin at the pd clinic and oral antibiotics at home. The nurse reported the recurrent peritonitis has not yet resolved. As a result, the patient would remain on hemodialysis for a couple of months and later would return to pd therapy. There was no report of any fresenius device or product issues related to the peritonitis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.